Event description:
On (B) (6) 2010, the patient reported that last week she had elevated blood glucose readings ranging from 200-504 mg/dl with her target range being 80-180 mg/dl. Symptoms were feeling tired and thirsty and she treated her readings by increasing her basal rates and delivering insulin via injection, but stated this did not help. She said she checked her insulin infusion device and noticed a few drops of insulin in the cartridge chamber. She changed the cartridge and checked again yesterday, but there was still some insulin in the chamber. She dried it out but today she again noticed a leak coming from the cartridge. She stated she can see small insulin bubbles at the bottom of the cartridge plunger where it is leaking out. She said the amount of insulin is minimal. She said there was no physical damage to the cartridge when she first received them and the plunger has not been pulled out or twisted. The patient did not require assistance from a healthcare professional or second party to address the issue. The cartridge was replaced and requested to be returned for evaluation.